Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation, tissue damage, hear failure, cardiac shock and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported difficult to remove appears to be due to procedural circumstances (clip was caught in the chordae). There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for tissue damage, worsening mitral regurgitation and patient death. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation. The leaflets were noted to be friable. One clip was successfully implanted. The second clip delivery system was advanced and steered down to the mitral valve. The clip became entangled in the chordae and was removed using standard troubleshooting maneuvers; however, chordal rupture was noted. The clip was pulled back into the left atrium and re-advanced. Attempts were made to grasp the leaflets, but it was noted that mr had increased to grade 4+ and a defect was noted on one of the leaflets, which was suspected to be a leaflet tear. As it appeared that grasp attempts were causing tissue damage, the decision was made to abort the procedure and the patient was transferred for a mitral valve replacement surgery where the implanted clip was explanted. Post procedure, the patient appeared to be in stable condition; however, on (B)(6) 2019, the patient died from post-surgical cardiogenic shock and heart failure. No additional information was provided.